Event description:
It was reported that the act button was unresponsive. Customer's blood glucose level at the time 250mg/dl. Advised insulin pump would be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd keypad connector. Also received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.